Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer was unconscious and had a blood glucose (bg) level of over 700 mg/dl. Reportedly the customer was treated intravenously with fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2022 with no permanent damage. During troubleshooting with tandem technical support, it was discovered that the pump shut off unexpectedly. A replacement pump was sent to the customer to resolve the issue.